Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [brand name] product ID [product ID] (lot:etlw1616c124ee, serial/lot #: (B)(6), ubd: 27-sep-2025, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 27-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 56 mm aaa. It was noted that the patient had mild neck thrombus. The aortic bifurcation was noted as somewhat narrow. Both common iliacs are very long with a standard diameter. During the index procedure the physician used the kissing balloon technique before doing the final angiogram and all stents looked open and flowing well. It was reported that the patient presented emergently one month post the index procedure with right leg pain. A CT showed limb occlusion. The patient was given medication and released from hospital. Per the physician the cause of the occlusion is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported occlusion was confirmed on the films provided; however, the exact cause of the event could not be determined. Occlusion of the stent graft was observed from the level of the second stent ring below the flow divider of the ipsilateral limb of the bifurcated graft, extending into the ipsilateral limb stent graft and right iliac artery. The right limb showed compression of the stent graft diameter in the distal aorta as it extended into the right common iliac artery. It is likely that the observed narrowing in the distal aorta was a factor in the compression of the right limb and subsequent stent and vessel occlusion. Other possible contributory factors include an unknown coagulopathy that is now presenting or a previous history of peripheral artery disease leading to poor distal run off. Analysis of the returned films did not reveal any stent graft integrity issues. B5; additional information received 22-nov-2024; the stent graft limb etlw1616c124ee ¿ (B)(6) was occluded. Per the physician, the occlusion observed just in the limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.